Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked; further described as " that the patient line connection to the transfer set was not screwed on tightly and fluid leaked onto the patient's bed". This occurred during fill three of seven of peritoneal dialysis therapy. The caregiver (cg) resolved the issue when they tightened the patient line connection and therapy advanced, fill volume was increasing normally, no more leak. Renal therapy services (rts) advised the patient to inform their pd nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.